Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with low out of range impedance, no sensing, and intermittent capture at max output. Current programming also caused pocket stimulation. During revision procedure, access was unable to be attained due to patient's anatomy. The patient's lead was deactivated via programming. The lead was capped and replaced on (B)(6) 2019. During this procedure the device was changed to the other side to accommodate the patient's anatomy. The patient was asymptomatic.

Manufacturer narrative:
Reflect fracture that was suspected.

Event description:
It was also noted that the physician suspected fracture due to the lead values. This, however, was not confirmed.